Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all applicable specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a dissection occurred. During a percutaneous coronary intervention, a vessel dissection was noted. The physician noted that the diagnostic catheters were very rigid with low maneuverability. The procedure was not completed due to this event. Patient status was reported as stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the dissection was noticed after engagement of the diagnostic catheter in the angulated artery. The dissected area was where the lesion was located and hence a stent was placed to treat the lesion.